Event description:
A report was received that the patient will undergo a pocket revision due to the device bulging out and causing discomfort. During the revision the physician made the pocket site deeper and replaced the ipg.